Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: (B)(4). Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and was awaiting the explant. When the patient presented via remote transmission, low impedance alert was noted on the right ventricular (rv) and left ventricular (lv) lead. The electrograms exhibited under sensing on both leads. The patient was admitted to hospital for observation until the device explant procedure. The device was not able to be interrogated and found to be in backup vvi prior to surgery. The device was explanted and replaced. No intervention was made to address lead issues as all the parameters were noted within the normal limit after device changeout. The patient was stable and discharged home with no issues.